Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service representative (fsr) observed evidence of reagent splashing on the top deck cover and found the sample pipettor out of alignment. The fsr calibrated all probes, rebuilt the b-line syringes, and reseated the 1ml wash syringe that was not fully engaged in the pump assembly. The fsr performed a cuvette wash, ran three (3) precision studies (all passed), and ran qc with no further errors. The rgt syr o-rng (part number 09d53-03) and rgt seal tip 1 (part number 09d39-03) were replaced to resolve the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated sodium result on the architect c16000 analyzer. The following data was provided: sid (B)(6) initial 167, repeated on another architect as 136 mmol/l. There was no impact to patient management reported.